Event description:
It was reported that the infusion set was leaking at the connector between the head set and the tubing.

Manufacturer narrative:
Correction: section e initial reporter address information was updated.